Event description:
It was reported that the patient faced low blood glucose level event on 31 mar 2026. The patient drank orange juice for correction.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.